Manufacturer narrative:
Resmed has been in communication with the customer to gather additional information about the device and the reported issue. Resmed has also requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference pr #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault 65 message. There was no patient injury reported as a result of this incident.